Event description:
Coil detached partially when placed in body. Would not fully deploy and was removed with microcatheter. No emobilization was performed. No patient harm. Manufacturer response for cerebral coil, hydrosoft 3d (per site reporter). Originally a trunk stock item. We were not billed for the product. Vendor requested return of defective coil.